Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure alarm occurred during self test. Customer's blood glucose was 17.8 mmol/l. Customer stated that the clear alarm and finish complete prime process. Customer stated that the alarm occurred on second occurrence. Customer stated that they performed self test and the test was not ok. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in pump history file due to a broken trace at keypad assembly.